Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 42.9cm from the iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 18 hours of intra-aortic balloon (iab) therapy, the waveform displayed on the console was inaccurate. Augmented pressure was 87-90 and the patient was on levophed 10 mcg/kg/min. Trouble-shooting revealed that a fiber optic senor failure had occurred and was now sensing off the pressure line with transducer, which happened to be clotted off with blood and not patent. The perfusionist was able to de-clot the line. They were then able to obtain an accurate arterial blood pressure (bp) with the console on standby and it revealed the patient's bp to be 200/105. They restarted the console and the augmented pressure was 190s. Levophed was immediately shut off. The pressure returned to a more normal value. Levophed remained off. The iab was removed the next day. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter information - (B)(6) occupation - other healthcare professional / (B)(6).

Event description:
It was reported that after approximately 18 hours of intra-aortic balloon (iab) therapy, the waveform displayed on the console was inaccurate. Augmented pressure was 87-90 and the patient was on levophed 10 mcg/kg/min. Trouble-shooting revealed that a fiber optic senor failure had occurred and was now sensing off the pressure line with transducer, which happened to be clotted off with blood and not patent. The perfusionist was able to de-clot the line. They were then able to obtain an accurate arterial blood pressure (bp) with the console on standby and it revealed the patient's bp to be 200/105. They restarted the console and the augmented pressure was 190s. Levophed was immediately shut off. The pressure returned to a more normal value. Levophed remained off. The iab was removed the next day. There was no patient harm or adverse event reported. Medwatch # (B)(4) received 27january2023 "intra-aortic balloon pump (iabp) in left groin. Initial assessment yielded that the waveform on machine was very inaccurate. Augmented pressure 87-90 and patient on levophed 10 mcg/kg/min. Trouble-shooting revealed that the fiberoptic sensor inside iabp has failed and the iabp was now sensing off the pressure line with transducer, which happened to be clotted off with blood and not patient. We were able to call a perfusionist over to help us and he was able to de-clot the line. Once we did we got and accurate arterial bp with the iabp on standby and it revealed the patient's bp to be 200/105. We started the iabp back up and the augmented pressure was 190s. Levophed immediately shut off. Pressure returned to a more normal value. Levophed remained off." Iabp discontinued on the 3rd day from the day of insertion. Patient was not being moved when incident occurred. We think the fiber optic was being used since it was the plugged in. The usual pressure tubing was being used. There was oddly no alarms. There was no new iab inserted, perfusionist called and thought the arterial line was occluded so he placed pump on standby, aspirated blood, flushed the arterial line and then restarted the pump. Left femoral insertion site. Not sure about the condition of aorta but this was a patient in 50s. Iabp catheter is being returned to check the fiberoptic, since the perfusionist believes it failed.